Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. No moisture damage was found inside of the insulin pump. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, a cracked belt clip slot, and minor scratches and cracks on the display window.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The customer did not know the blood glucose reading. No significant events leading to the alarm were observed. The customer stated that she was just at the gym and wore the insulin pump on the inside of her pants. She noted that the device may have gotten wet from sweat. Advised replacement of the insulin pump. Nothing further reported.